Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment for pelvic congestion, when trying to retract an embolization implant coil through the catheter to reposition, the implant detached. The catheter and coil were successfully removed from the patient together. No patient injury or intervention was reported. The patient is reported to be "stable."